Event description:
Customer reports that while operating on a patient, the #15 blade broke in half and fell into the surgical site. This prolonged surgery time as the doctor had to search for the broken pieces & conduct an x-ray of the patient to insure that the blade was removed. No residual effects anticipated.